Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced low blood glucose. Blood glucose at the time of incidence was 2.6 mmol/l. Customer was disconnected for event and over bloused. Use of auto mode at the event of low blood glucose was unknown. Insulin pump will not be returned for analysis.